Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit to resolve error c-34. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the erbe generator involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon contacted a technical support engineer (tse) and reported that the erbe generated had an error c-34. The monopolar energy was not working anymore. Monopolar energy was crucial for the progress in this surgery. The tse confirmed the errors via the error logs. The surgeon already replaced the cable and switched ports on the erbe with no change. The tse guided the surgeon to power cycle system with no change. The customer had no force triad. The customer had a second da vinci system on the same software level which would be used for the continuing of the surgery. The tse guided the surgeon in what to do when changing the vision side cart (vsc) by taking out instruments, powering down, plugging out cables, etc. The operating room (or) staff would call back when having issues while setting up the new vsc. The surgery continued on system sl1102 as shown in the error logs. The tse informed the field service engineer (fse) about the case and a field service order (fso) was dispatched. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The surgeon confirmed that since a replacement erbe generator was not available, they were able to successfully complete the procedure robotically with the use of the other vsc from their second da vinci system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported error c-34 was confirmed and reproduced. The complaint was confirmed based on failure analysis.